Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-07763-00 for details pertinent to this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage of parenteral fluid from the outflow. The event took place during infusion at the central point of the cassette that connects to the infusion pump. There was patient involvement ,there was no harm/event reported, the problem was fixed by interrupting the therapy.